Manufacturer narrative:
(B)(4). The insulin pump was not received stuck in the manufacturing mode.however, the insulin pump was received with operating currents within spec. That pump also passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with faded serial number label. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump gave multiple times battery error. The customer's blood glucose was 4.7 mmol/l. The product was returned for analysis.